Event description:
It was reported to philips that x-ray could not be exposed with the allura system. After deleting some images, the procedure was continued. The device was inside of clinical use at the time of the reported event and there was a delay in the procedure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) received a complaint indicating that the expose was not possible. The customer found storage disk was full. To resolve the issue at the time of event customer deleted old data. Customer stated that did not require for onsite evaluation or repair service. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) received a complaint indicating that the expose was not possible. The customer found storage disk was full. To resolve the issue at the time of event customer deleted old data. Customer stated that did not require for onsite evaluation or repair service. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The manufacture date, serial number, product UDI, reporting address line 1 and the reporting address city have been updated.